Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site., email address email; which differs from that of the event site. The stm replaced the executive processor board but this did not correct the problem. The video generator board was replaced and the cardiosave functioned properly. The stm completed pm with all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by a getinge service territory manager (stm) during preventative maintenance(pm) the cardiosave intra-aortic balloon pump (iabp) video would not work after the software was reloaded. After the software reload the video generator stopped functioning and the iabp would not boot up. There was no patient involvement; thus no adverse event was reported.